Manufacturer narrative:
Follow-up # 1 date of submission 09/24/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the complaint of unresponsive keypad buttons was not duplicated; all of the keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. The keypad cover was removed and no damage or contamination was found. During evaluation, the audio bolus button was found to be completely detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.